Event description:
Litigation papers allege after surgery, patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her groin, thigh, and hip; clicking, grinding and popping of the implant when she walked and went to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; metallosis; lack of mobility; and chromium and cobalt metal toxicity. Update: 4/18/2012 - preliminary disclosure form was received. Patient did not have asr as was originally reported by their attorney, but a self-centering hip. Complaint was reopened to add all three components with part/lot, and to update the doi and dor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds one additional report against the self centering hip component, lot c57e51. The device history record was reviewed with no related deviations or anomalies found. No other reported incidents against were identified against the associated femoral head or stem since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.